Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a urological procedure the jaw broke off in the patient. The piece was found and removed from the patient. It is unknown how the procedure was completed and there were no patient consequences reported. The device will not be returned.

Manufacturer narrative:
(B)(4). Batch #m91x9n. The device was received with the jaw intact and not broken off as reported, but the top of the I-blade tip was broken off and not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.